Event description:
It was initially reported that the device was wasted. On (B)(6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted after an implant duration of zero days, due to an unsuccessful valve replacement, as the valve was encroaching into the outflow tract.

Manufacturer narrative:
(B)(4). Unsuccessful valve replacement; encroachment into outflow tract.device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.